Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor experienced inaccurate readings. The customer's blood glucose was 210 mg/dl and sensor glucose was 70mg/dl at the time of incident when it triggered threshold suspend. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened and used. Cannot performed test as the sensor is beyond its expiration date.